Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6) 2010. According to the complainant, the patient experienced pain, urinary problems, and bleeding post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that shortly after surgery, the patient presented to a physician with vaginal discharge and bleeding. On (B)(6) 2010, patient presented to the same physician with worsening of her stress urinary incontinence. On (B)(6) 2011 patient presented to a different physician with abdominal pain and problems voiding (specifics unknown).